Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The lot history record or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. Possible factor that may contribute to guide wire stretched coils can be affected by numerous factors including, but not limited to, manufacturing, guide wire re-insertions, handing/manipulation, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the stretched coils. Based on the reported information, it is possible that manipulation and/or inadvertent mishandling during the procedure, caused the reported stretched coils or stretched coil spacing; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code 1069 was removed.

Event description:
Subsequent to the initially filed report, the following clarification was added: there was no breakage or separation of the guide wire. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The lot history record or similar incident query for this product was not reviewed since the part and lot numbers were not reported. Possible factor that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported guide wire tip break and stretched coils. Based on the reported information, it is possible that manipulation and/or inadvertent mishandling during the procedure, the coils broke away from the core resulting in the stretched coils during retraction; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that it was noted under fluoroscopy that the tip of a versacore guide wire unraveled during the procedure. The coils were stretched and separated but remained in one piece by the core of the guide wire. No additional information was provided.